Manufacturer narrative:
Continuation of d10: product ID:10fcc13 product type: sheath. Product event summary: data files containing 3 videos were returned and analysed. The video # 8270 showing a user emptying the contents of a syringe onto a white hospital gauze pad, and solid debris is visible on the pad. The other two videos, both showing debris on the white hospital gauze pad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure using the pulseselect catheter, small particles of clots were consistently visible in the aspirated fluid of the syringe. The workflow was as follows: left atrium voltage map with a non-medtronic catheter, removal, insertion of the pulseselect catheter (with no flush on the flexcath contour sheath), performance of the pulmonary vein isolation, removal of the pulseselect, aspiration of the flexcath contour sheath, reinsertion of the non-medtronic catheter, and re-mapping. The case was completed with pfa. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.